Manufacturer narrative:
Continuation of d10:  product ID l-evprop23-29 (lot: 0011751156); product type: 0195-heart valves; product ID d-evprop23-29 (lot: 0011616073); product type: 0195-heart valves; product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic edwards balloon. The valve was implanted via the left femoral artery with mild calcification in the vessel, and a moderately calcified native annulus. An innovi wire was used. Following the valve implant, a transesophageal echocardiogram (tee) confirmed severe paravalvular leak (pvl). A post dilation was performed using a 24 mm true balloon, however this was not successful. A non-medtronic (edwards sapien s3 ultra) 26 mm transcatheter valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: one static image and four media files were provided for review. The patient¿s executive summary was provided for anatomical review. The patient annulus perimeter was 76.7mm with a perimeter derived diameter of 24.4mm, and a moderately calcified aortic valve, therefore suggesting a size 29mm transcatheter aortic valve (tav). Residual paravalvular leak (pvl) was present post implant, and a post balloon aortic valvuloplasty (bav) was performed using a 24mm non-medtronic (true) balloon, which was a non-compliant balloon. Significant aortic regurgitation was noted after the post bav. The inflation pressure was unknown. It is stated in the instructions for use (IFU) that to mitigate trauma to the evolut tav bioprosthetic leaflets, the maximum balloon size chosen for dilatation using a non-compliant balloon should not exceed 1 mm more than the tav waist diameter with an applied inflation pressure of no greater than 2 atm. Overexpansion of the narrowest portion (waist) of the evolut pro+ tav beyond the levels set forth in table 3 of the IFU, have been demo nstrated through bench data to cause damage to the bioprosthetic leaflets. Subsequently, a non-medtronic valve was implanting which resolved the aortic regurgitation. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.